Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to call paramedics on (B)(6) 2021 due to low blood glucose. Customer¿s blood glucose reading at the time of the incident was 32 mg/dl. Customer was treated with glucagon for low blood glucose. Customer was out of auto mode. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.